Manufacturer narrative:
Initial reporter's (B)(6) phone number: (B)(6).

Event description:
It was reported that during the preparation of the procedure, it was found that the console's energy was low. The procedure was completed using another console. The patient outcome was not provided.